Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Healthcare professional reported right capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/feb/2024.

Event description:
Healthcare professional reported right capsular contracture, baker grade unknown. The device has been explanted. Healthcare professional later called to report right side no complaints against the device and patient exchanged for a difference size only.

Event description:
Healthcare professional called to report right side no complaints against the device and patient exchanged for a difference size only.